Manufacturer narrative:
Patient codes: 1751 labeled 1762 labeled. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. All available information was investigated, the reported arrhythmia was due to procedural circumstances. The definitive cause for the reported bradycardia and cardiac arrest could not be determined. The reported patient effects of arrhythmia, bradycardia, cardiac arrest, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received reported that the patient experienced bradycardia, cardiac arrest treated with cardio pulmonary resuscitation (CPR) and medication was administered. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report arrhythmia and required intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds 90212u165) was advanced to the mitral valve. Grasping was performed but was difficult due to the position of the mr jet, and the clip became caught on the anterior leaflet. The cds was manipulated, and the clip was freed. During these maneuverers and capturing of the leaflet, the patient developed an episode of asystole. The clip was deployed, and a temporary pacemaker was inserted for treatment. A second clip (90209u188) was then deployed, but the patient still did not have any intrinsic rhythm. The physician decided to implant a permanent pacemaker system. Two clips were implanted, reducing mr to 3-4. Prior to the mitraclip procedure, electrocardiogram (ECG) showed the patient had right bundle branch block (rbbb) and atrial fibrillation (af). No additional information was provided.